Event description:
A female patient contacted lifecor customer support to report that she had taken the battery pack out of the device to take a shower. She went to put the battery pack back into the device and the monitor would not turn on. Her fiance got onto the phone and stated that the battery pack would not go into the monitor all the way and that two pins were bent inside the monitor. Support contacted the territory mgr who in turn contacted a lifecor patient service rep (psr). Psr went and exchanged patient's monitor. In 2007, support contacted the patient to exchange the battery packs to ensure that they were not damaged also. Support sent the patient replacement battery packs. On the following month, support contacted patient about the return of the battery packs. She stated that she thought she was supposed to throw them away when she was done. Support instructed her on how to return the old battery packs.

Manufacturer narrative:
Device MFR date: monitor - 11/2006, battery pack - 09/2007, battery pack - 09/2007. Device evaluation summary: device evaluations of monitor, both battery packs have been completed. The reported problem was confirmed. The cause of the battery pack not fitting into the monitor was a damaged battery connector on first battery pack. Pin number four was bent on the connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned monitor connector. The connector was repaired. The battery pack was retested and then restocked. The monitor and second battery pack were found to operate normally. They were restocked. The damaged connector on the battery pack was replaced. No adverse events resulted from the damaged battery pack. The patient received a replacement monitor and two replacement battery packs.